Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d9: device availability - additional information g3: date received by manufacturer - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.